Manufacturer narrative:
(B)(4)

Event description:
It was reported that prior to the implant procedure, the physician had difficulty rotating the helix. After the lead was placed in position, the helix failed to rotate. The lead was no longer used and a new lead was implanted. There were no adverse consequences and the patient was fine post procedure.